Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012740, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012740 was manufactured according to the work instruction (wi) version 21 and packaging in the multivac m14 on 21-apr-2025, with a total of (B)(4) units. An extended for tube stuck in the seal was performed for the outgoing test 9(g). The sub-assembly: gluing of tubing of the lot 5d00712 was manufactured according to the wi version 17 and manufactured in the machine lc01, on 05-apr-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 2408655 was manufactured according to the wi version 17 and manufactured in the machine lc01, on 09-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for 2 days. No further information available.